Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A nurse reported an issue with a schon dialysis catheter. The following was reported: on (B)(6) 2022, a patient was being reconnected to a nxstage machine by their schon dialysis catheter xl catheter when a lot of air stated to come out on one of the ports; noted patient having trigeminy on a persistent basis and got dizzy thereafter. Trigeminy stopped when nxstage was stopped. Dr. (B)(6) was informed and stated he has been seeing this problem, from this specific brand of catheter, for some time now. During treatment on (B)(6) 2022 the catheter was alarming high pressure in the arterial line. Continued to alarm with patient moving their head. Lines were then reversed then patient was taken off crrt for ambulation, in chair for 4 hours. When the patient was put back on crrt, the line started alarming and pulling air from the arterial line. The patient's blood could not be returned and the resident had to place a new hd catheter into the left ij. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident. Summary: (B)(6) 2022 line placed. (B)(6) 2022 issue with arterial alarms. (B)(6) 2022 new filter placed. (B)(6) 2022 line removed. (B)(6) 2022 new line placed.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed. No catheter sample was returned for evaluation.  Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Scar004665 was sent to the manufacturer of the schon dialysis catheter device to make them aware of this event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all distribution specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).